Manufacturer narrative:
The lot was manufactured from december 18, 2018 - december 20, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring was observed in two (2) vial-mate adapters. It was further reported that pieces of the stopper entered into the drug vial solution. One (1) of the adapter was used with a 1 gram of vancomycin bottle. This was identified during setup and preparation. There was no patient involvement. No additional information is available.